Manufacturer narrative:
This complaint has been identified as part of a retrospective review. Due to the limited clinical information and lack of available data/product the root cause of this investigation is not determined.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a 70-year-old male undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. It was reported that the patient was weaned from bypass, but the pump speed level was not able to be run higher than p3-p4 without requiring suction and suboptimal flows. Transesophageal echocardiography (tee) was performed to confirm the device position. Bedside echocardiogram identified a kink in the catheter potentially due to the patient¿s anatomy. The decision was made to leave the device in place and remove the following day. The patient was weaned, the device was explanted bedside and the patient survived the procedure.